Event description:
A patient reported experiencing inaccurate erratic results. The patient's blood glucose results were 241 mg/dl, 452 mg/dl, 267 mg/dl, 337 mg/dl. Tests were done within < 10 minutes with a difference of 32%. Patient did not experience any adverse events. No further information has been reported.